Manufacturer narrative:
The device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seventy-four days following the implant of this transcatheter pulmonary bioprosthetic valve in the tricuspid position, a second transcatheter pulmonary bioprosthetic valve was implanted in the same position for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b3. Event date corrected. B5. Additional information was received that this seven-day old pediatric patient, with a native bicuspid valve, underwent a norwood procedure including an aortic and tricuspid valvuloplasty. No valve was implanted on this date; the native valves remained in place. At two months, twenty days old, an 18mm transcatheter pulmonary bioprosthetic valve was implanted in the tricuspid position. Four days following valve implant, the physician reported a ¿dysfunctional valve prosthesis with extensive neointima and thrombosis¿. Initially, there was suspicion of a microorganism. The valve was explanted and replaced with a smaller 16mm valve. The explanted valve was sent to pathology for tissue examination, measurements and photographs were taken, but no organism was seen on the valve. No additional adverse patient effects were reported.  D4. Model, expiration date, serial number, and UDI corrected. D6a and 6b. Implant date was corrected and explant date was added. G1. Manufacturer contact information updated. H4. Device manufacture date was updated. H6. Patient, device, and code eval method codes were updated. This event documents the initial sequence of events and relates to another reported event submitted via regulatory report#: 2025587-2020-02245 (submitted: july 17, 2020, august 27, 2020, and november 19, 2020). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected data: g. All manufacturer's information update. G3. Date manufacturer received updated to accurately document medtronic's first confirmed notification of this adverse event to (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: h10. This event documents the initial sequence of events and relates to another reported event submitted via regulatory report#: 202 5587-2020-02245 (submitted: july 17, 2020, september 22, 2020, and november 19, 2020). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.